Manufacturer narrative:
A ge service representative performed an on site investigation. The system was evaluated and the gib pcb assembly and ups were replaced. The associated generator calibrations were also reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a communication failure error message. This error is likely to result in a system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of a patient injury or death associated with this event.